Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a flap that was thicker then planned after corneal flap creation. The surgery was completed without complications. Additional information provided reports the surgery results were not affected.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the surgeon reports the flap thickness was irregular in different areas and the interface stromal bed appeared wavy.

Manufacturer narrative:
The system was examined. The company representative was unable to find any issue related to the reported event. The system was tested and found to meet product specifications. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).